Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose not reported) via an implantable pump. The indication for use was noted to be non-malignant pain, degenerative disc disease, and spinal pain. The patient's medical history included migraines, chronic pain for over 40 years, a lot of fusions in her neck which affected her so bad over the years that now she had other problems from it. On (B)(6) 2012 it was reported that the pump initially delivered dilaudid. Per the patient, the dilaudid dose "wasn't high enough to control what was bothering me in my neck and that". The last time the doctor upped the dose, where he went up as high as he thought he could go, the patient had a reaction where she had petechiae from her knee down and her legs were probably three times the size they should have been with swelling; "it was a reaction to upping it or something". This had occurred in approximately (B)(6). The patient needed them to up it more, but they couldn't so they switched the drug in the pump to fentanyl, but she didn't know if they were going to stick with it or not. Initially it was way too much for her. She was having terrible symptoms so they kept lowering it. On (B)(6) 2012, the patient thought that now it was lowered too much. She was not getting adequate pain relief. She had appointment with her doctor the next day. The patient was frustrated because she never thought it would take this long to get it adjusted. She didn't know when she saw the doctor if he would up it for her or not because her symptoms were vertigo, bladder retention, very blurred vision to where you felt like your eyes were cross-sided, and bad headaches every day. She was still getting the headaches and bladder retention. The vertigo and blurred vision had finally gone away. The patient didn't have any migraines or headaches while on dilaudid. She wanted to ask the doctor at her appointment if they could try upping it again, but she didn't want the symptoms, so she didn't know what he would do. She had previously asked if the dilaudid could be put back in the pump at a different concentration and dose, but the doctor told her no. The doctor was going to add an anesthetic to the pump at the end of (B)(6) further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.